Event description:
It was reported the image did not displayed. No patient impact, no harm reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation noted damage to the cable, damage to the internal charged coupled device (ccd) unit, and corrosion on the scope mount. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, if an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. When wiping the outer surface of the camera cable, do not wipe it with a cloth. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. There is a possibility that the camera cable may break. Based on investigation results, the complaint was confirmed. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.